Manufacturer narrative:
(B)(4). The device has been received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death as the patient passed away while on an airplane. The cause of death was reported as a heart attack and complications from diabetes. It was reported pd therapy was ongoing until the time of death; however, the patient was not connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log found no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An external and internal inspection was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The device passed seal, purge and wet disposable integrity tests. Sample analysis found no failure or malfunction that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.